Manufacturer narrative:
Sample material from the patient was submitted for further investigation. An interference from heterophilic antibodies was found in the sample. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. There was no device malfunction.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration and quality control were within acceptable ranges. There were no abnormal instrument alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable and inconsistent elecsys troponin t hs results for one patient from the cobas e 801 analytical unit. A review of the patient's historical results revealed that several serum tubes were showing low values, consistent with clinical expectations. Edta and lithium heparin tubes were showing high values. There was a suspected interference with the plasma samples. First blood draw: the troponin t result using edta plasma was 141 ng/l. After peg precipitation, the result was 11.7 ng/l. The results using a serum sample from the same draw were 9.79 ng/l and 9.93 ng/l. Second blood draw: the troponin I result using a point of care (poc) device was 9 ng/l. Third blood draw: the troponin t result using edta plasma was 120 ng/l. After a secondary centrifugation, the result using a lithium heparin plasma sample was 113 ng/l.